Event description:
Additional information received noted that the atrial lead was capped and replaced on (B)(6) 2023. No changes were reported for the right ventricular lead. The patient was in stable condition.

Event description:
Related manufacture reference number: 2017865-2022-47745. It was reported that the patient presented during clinical follow-up, symptomatic of dizziness. Upon interrogation, it was noted that the atrial lead right ventricular lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. It was also noted that the atrial lead exhibited under-sensing. No interventions were performed. The patient was in stable condition.